Event description:
It was reported to philips healthcare that the heartstart mrx connector prongs were broken. It was later clarified by the field service engineer (fse) that battery pca pins were broken. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).